Manufacturer narrative:
Based on all available info no causal factors can be determined and no conclusion can be drawn. This report is submitted as worst case due to aggressive medical treatment. The pt wore different powers in each eye. Suspect product and lot info were not available. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Labeling stated device is approved for single use or reuse.

Event description:
On (B)(6) 2013 a patient (pt) contacted our brazil affiliate reporting having worn contact lenses (cl) annually. She was given a trial pair of oasys and on a day 1 she wore the lenses for 20 minutes, day 2 she wore them for an hour. On or around (B)(6) 2013, she experienced "strong discomfort and could not open her eyes", both were swollen close. The pt was seen by a doctor who diagnosed with "a lesion caused by the lens, like a starch on the cornea". The treatment regimen included ciloxan q3hrs, nidriaci q6hrs and vigamox drops q2hrs until better. Our affiliate spoke the treating doctor who reported the pt is non-compliant with the prescribed wear schedule and lens care. The pt had worn annual colored lenses that had "fungus on it." The doctor stated the pt had a "superficial epithelial corneal lesion, in the central area, without any trace of infection." The lesion was about 2 mm in size and was not considered to be keratitis or a corneal ulcer. After 1 day of treatment, the lesion disappeared; the visual acuity was 20/20 in both eyes. The other eye is reported in MDR # 1033553-2013-00152.